Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage. Reason for reoperation: n/a - device not implanted.

Event description:
Information received via email "when inserting the implant [with a keller funnel] the implant would not advance resulting in the damage to the implant." Device was not implanted. Surgery was successfully completed with a back up device.